Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet. The implanted device remains. It is unknown whether revision surgery is planned to correct the dislodgement.